Manufacturer narrative:
A bayer service engineer performed a system service check of the avanta fluid management injection system (B)(4) on (B)(6), 2014 and the unit was found to be operating to specification. Multiple documented attempts were made to gather additional information; however the site declined to provide further details. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
A bayer representative reported the following: a female patient underwent a cardiac catheterization in preparation for a valve repair. During the procedure an indeterminate amount air was allegedly injected while connected to the avanta fluid management system. The patient suffered two cardiac arrests that were successfully treated with resuscitation measures. The patient was admitted to the intensive care unit (ICU) in stable condition for observation and later discharged to home that same day.